Event description:
Information received by medtronic indicated that the insulin pump was exposed of moisture. Customer reported insulin pump had fluid present on lcd and crack was observed on the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposure to moisture and cosmetic damage at the back of case on event date (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, unit failed self test. Unit alarmed pump error during self test at (B)(6) 2022 09:09:50.000. The power management tool confirmed abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to moisture damage on the electronic stack. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case - corner of belt clip rails, cracked case (battery tube), corroded battery tube, battery tube threads - cracked and label damage (stained serial number label). Customer allegations for moisture damage confirmed and cosmetic damage confirmed at cracked case - corner of belt clip rails. Pump error alarmed during self test due to moisture damage on the electronic stack. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.